Event description:
Note: this report pertains to the second of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the third coil could not be deployed when the second coil was deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility address: (B)(6). Section e: this event was reported by the distributor. The physician is: dr. (B)(6). Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was kinked and was not secured in the handle assembly. Additionally, the trip wire was rolled in the handle assembly and the slack was not removed. The ligator head was returned with five bands attached and they were moved out of their original positions and were overlapped. The suture hole was in good condition, no damages were observed. Microscopic examination was performed, and it was found that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly, nor did the handle have evidence that the trip wire was previously secured. There was also evidence that the slack was not properly removed from the trip wire. Failure to follow these steps could have cause the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands and damage to the ligator head teeth. Additionally, the trip wire was found kinked. This could have been generated due to handling and manipulation of the device and/or the technique used during the procedure. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(6). This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the third coil could not be deployed when the second coil was deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.